Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that blood glucose values and boluses were not entered into the pump history properly. The customer's blood glucose was not impacted. The customer declined to upload the pump data logs for review my tandem technical support.